Manufacturer narrative:
The device was returned to smiths/ICU medical. Samples were filled with water, the samples were connected to the cadd legacy plus to look for unusual function. The samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. The complaint was not confirmed due to sample was tested and no alarms were activated. No actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on (B)(6) 2021 under (B)(4). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that 2 cassettes were causing pump to alarm no disposable attached. Therefore ,administration of medication can not be performed. No patient injury was reported.